Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the patient's blood glucose level that day was 500 mg/dl with extreme drowsiness, extreme thirst, and excess urination. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: during troubleshooting, the reporter alleged the time and date reset to default settings when the battery was removed from the pump for less than 24 hours. This complaint is being reported because the reported health event was attributed to a device malfunction.